Manufacturer narrative:
H4: the device was manufactured from june 20, 2022 - june 21, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and did not show evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This issue was discovered when the patient had just received delivery of the device and was placing it in the fridge until use. This was when the patient noticed the top of the tubing was ¿gone from canister where its held into place¿. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. As a result, the patient used an alternative device for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.